Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the return luer connector of a prismaflex m100 set could not be securely fastened and resulted in an external fluid leak during continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.